Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The gray part and the transparent part were found to be separated prior to use.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover exhibited localized melting, which is indicative of arcing .89 inches from the proximal end where the instrument inserts. The tip cover was not returned with the instrument. Common causes of the failure mode thermal damage tip cover-accessory are attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the tip cover accessory was broken. The procedure was completed with no reported injury.